Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that during an ipg replacement surgery, the leads did not fit into the ipg header. Due to this issue, the physician decided to remove the leads and replace the system with one lead and an ipg. Therapy was turned on at a later date, and effective therapy was restored.